Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos, hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the sys displayed a sys file corruption software error. This error may cause the sys to lock up or not to boot. There is no report of injury or death associated with the event described in this complaint.